Event description:
It was reported that a malfunction occurred on the pump, specifically indicated by malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was using multiple daily injections due to the malfunction. Technical support provided information to reset the pump, assisted the caller in resetting it, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and advised to contact support again if the malfunction code returns.